Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 273 mg/dl following a supply change, during which the system remained on the fill tubing prompt without visible drops despite advancing to approximately 80 units, and the cartridge was observed to be nearly empty; the caregiver subsequently performed a new supply change without further assistance, and the device component implicated was the tube. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure during the tubing fill, involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.